Event description:
It was reported that during a lap hand assist colectomy procedure, a 45mm reload was placed in a 60mm echelon flex gun. When the surgeon began to fire, the device locked. As the surgeon tried to open the device, it would not open. The surgeon tried to switch the knife reverse button, but noted the arrow position remained halfway between the forward and rear arrows. He mentioned that he couldn't get the reverse arrow to fully engage in order to return the knife blade to the proximal position. As a last resort, the surgeon separated the closing handle from the device. Upon doing so, the jaw opened up, and the device was removed from the patient's abdomen. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Colon / unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st fire. If echelon, during which stroke did the event occur? First stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No, other than the lock out. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, until the lockout. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Device locked out. Was there any difficulty removing the device from the tissue? Yes, the gun locked and they were unable to remove the device. Is there any other additional information you would like to share about this device or procedure? None.

Manufacturer narrative:
(B)(4). Broken closing trigger. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The analysis found that one device was returned with the closure trigger broken and in the opened position. In addition, an ecr60b cartridge reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components, and no additional anomalies were noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.